Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was seen april 30, 2013 and presented with urinary tract infections (uti¿s) since the surgery. The patient was referred to a specialist and has not been seen since. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.